Manufacturer narrative:
Continuation of d10: product ID hh90t01 (serial: (B)(6)); product type: 2201-mobile platform; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name; product ID hh90t01 (serial: (B)(6)); product type: 2201-mobile platform brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine for non-malignant pain. It was reported that starting 3 days ago the patient could not get a bolus anymore. The patient would turn on their handset and do their normal stuff and it would act like it was right and go to 90% then all of a sudden, the screen would turn black and go off. The handset would then come back on and give a message that said ptm was not responding. The patient said they had been without a bolus for 3 days and they were ready to go "climb the wall". The patient noted the one they had before was quicker for it only took 30 seconds to deliver a bolus and the this handset took longer (agent understood they had an 8835 before handset). The patient was walked through clearing data and the patient closed all applications. The patient attempted to connect to the myptm app but the handset screen went black. The patient closed all applications and reset handset. The patient was then able to connect to myptm and deliver a bolus. The troubleshooting steps that were taken on the call resolved the issue.